Manufacturer narrative:
Review of instrument result images: capture-r ready screen, lot r087: all cells resulted negative, cell 3 visually appears positive. Capture-r ready screen, lot r094: cell 3 gave an equivocal reaction, cell 3 visually appears positive; cell 2 resulted 4+, cell 2 visually appears positive. The positive control well appeared positive as expected with a well score of a 4+ interpretation. Review of the reactions shows that the reaction visually appears positive for the anti-kell but is interpreted as negative. This issue was communicated to customers in (B)(6) on november 25, 2009.

Event description:
Customer reported an unexpected negative result when testing a sample with a history of an anti-kell on the echo.